Event description:
During a device follow up it was reported that stimulation was in the wrong location. Pain was experienced on the left shoulder. Since implant, it was stated that coverage had been primarily on the right side. The bottom two-thirds of the lead covered the left side, but was "not appropriately" covering the left shoulder. The top one-third of the lead covered the right arm. It was noted that the lead provided relief on the left side on the day of surgery. Less than 50% therapy relief was reported. The patient's status was reported as no injury or adverse event. Reprogramming was noted as an action required as a result of the event. About three weeks later it was reported that an x-ray was taken and revealed that the lead had migrated towards the patient's right side. Revision surgery to add another lead on the left was planned, but not scheduled. The patient was receiving stimulation with less than optimal coverage. No further information was provided.

Manufacturer narrative:
Product ID: 3777-75, serial#: (B)(4), implanted: (B)(6) 2012, product type: lead; product ID: 37754, serial#: (B)(4), product type: recharger; product ID: 37746, serial#: (B)(4), product type: programmer, patient. (B)(4).